Event description:
Upon receipt of the device, the user reported that the heart lung machine (hlm) displayed a 'fail' message on the battery charge screen. There was no patient involvement.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9, h3 and h6. During laboratory analysis, the product surveillance technician (pst) connected the power supply to a lab use only (luo) test fixture. He observed the power supply fan to not power on and the output voltage read 0.000 volts direct current (vdc) during testing three consecutive times. It was determined that the power supply did not meet specification.